Event description:
It was reported that shortly after replacement procedure, noise was observed on the the rv sense/pace channel. The pocket was reopened. Previous dft test, showed no noise. The lead was explanted and replaced.

Manufacturer narrative:
Na